Event description:
A us distributor contacted zoll to report that a patient developed an open rash under the lifevest equipment. Patient described the area as inflamed and oozing. There was no alleged device malfunction contributing to the open rash. The patient¿s caregiver applied a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.